Manufacturer narrative:
H3: product analysis confirmed customer issue regarding wireless connection issue. The unit was found to have software version 1.7.5. This came in with no battery, crm board failure, muting port broken and also old ssd card. H6: previously added imdrf annex code b21, c21, d16 no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: analysis confirmed customer issue regarding units continuing to receive an ongoing message indicating that the wireless connection is weak, even though the units are hardwired into the console. Unit presented with sw version 1.7.5 and a main board cable loose and also old batteries h6: previously added imdrf annex code b21, c21, d16 no longer valid product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis confirmed customer issue regarding units continuing to receive an ongoing message indicating that the wireless connection is weak, even though the units are hardwired into the console. Unit presented with sw version 1.7.5 and a main board failure. H6: previously added imdrf annex code b21, c21, d16 no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedures nim vital keep receiving an ongoing message that the wireless connection is weak, even though the units are hardwired into the console. Each unit and pi box will not allow the pi boxes to connect wirelessly and while being used wirelessly, the message still continues to come up during cases. User swapped out the patient interface cables for new ones and still cannot establish a connection. User believe that there is ether an issue with pi boxes or the connection port on the console. There was no known patient impact.